Manufacturer narrative:
First name: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 20mm in length, concentric, de novo target lesion was located in the severely tortuous, mildly calcified and 3mm in diameter right coronary artery (rca). The lesion contained >45 and <90 degrees bend. After a 6f non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, a 2x12mm maverick balloon catheter was advanced for pre-dilation in the mid rca. Then a 3.00x24mm promus element¿ drug-eluting stent was advanced but failed to cross. When the device was removed, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Initial reporter first name: (B)(6). Device evaluated by MFR.: promus element,mr,ous 3.00x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage; proximal stent struts were lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. To test guidewire trackability the device was loaded onto 0.014 guidewire without issue. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the severely tortuous, mildly calcified and 3mm in diameter right coronary artery (rca). The lesion contained >45 and <90 degrees bend. After a guide catheter was engaged and a guide wire crossed the lesion, a 2x12mm maverick balloon catheter was advanced for pre-dilation in the mid rca. Then this 3.00x24mm promus element drug-eluting stent was advanced but failed to cross. When the device was removed, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.